Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded hundreds of episodes due to noise and oversensing on the right ventricular (rv) lead. The patient was not pacemaker dependent; however, it is unknown if the oversensing resulted in any pauses or asystole. The noise was not able to be reproduced with arm movements. The impedances were stable with measurements generally in the 400 ohms range. The threshold measurements were also stable. Boston scientific technical services (ts) provided possible reprogramming options. The health care professional (hcp) plans to bring the patient back in office for further evaluation. This product remains in service. No adverse patient effects were reported.